Event description:
On (B) (6) 2009, the pt reported she received an occlusion error on her insulin infusion device during basal delivery. She said that prior to the report, she disconnected from her infusion headset and bolused 2-3 units of insulin without error. She was instructed to disconnect from her device and bolus another 3 units into the air which she successfully did. She was advised to change her headset and, when she removed the headset, she discovered the cannula was bent. She stated her headset was in use for 1 day and she uses an insertion device to insert her headsets. The pt inserted a new headset and bolused 6 units without error. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second part to address the issue. The infusion set was replaced and requested to be returned for eval.